Event description:
It was reported that the colonovideoscope tested positive for an unknown colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2025. The water channels were sample. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; e4; g3; h2; h3; h6 and h11. Corrected field: b3. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: 7/08/2025. Sampling from: distal; air/water channel; auxiliary channel; operator channel; suction channel. Cfu: <1 colony forming unit (cfu). Bacterial identification: paenibacillus sp.; priestia flexa. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.